Event description:
Pt admitted with svt pacemaker. From 1991 implant malfunctioning. When removing ventricular lead wire of permanent pacemaker in order to implant new device, the tip of the lead lodged in the subclavian vein and the lead wire broke. Tip has tines that hold it in place.